Event description:
Patient representative reported left side "patient suffered wage loss, hospital and medical expenses, general damage and loss of earning capacity¿, and "allergan failed to warn patient of true rupture risk and risk of silicone when exposed to a patient from rupture, including but not limited to autoimmune symptoms and diseases¿ and ¿patient had a breast implant surgery wherein she discovered a rupture of left implant. Since implantation has suffered symptoms of autoimmune disease and has been recently diagnosed with an autoimmune disease.¿ the device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Previous medwatch submission noted left side device rupture. Upon further review by abbvie medical safety rupture was reported for contralateral side only.